Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia, on (B)(6) 2020 with 25 mg/dl blood glucose level and treated with intravenous fluids. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not report symptoms related low blood glucose level. The insulin pump will not be returned for analysis.